Manufacturer narrative:
The cls and lead were returned for analysis. The cls passed all testing without any noted issue. The lead failed resistance and capacitance testing due to disconnections underneath the distal electrodes. However, the device logs were reviewed and confirmed that no disconnections were present at the patient¿s last visit. Therefore, the disconnections likely occurred during or after the explant procedure. There is no indication that the cls or lead did not perform as intended. Per the event description, the patient appeared to be well programmed with coverage in the appropriate area, but did not respond to the therapy.

Event description:
A patient¿s evoke spinal cord stimulator (scs) system was explanted as the patient was not responding to the stimulation being delivered by the scs and did not wish to be reprogrammed. At the 6 month follow up visit (post implantation), it was noted that the patient was not using the stimulator, program checks indicated that the patient was experiencing paresthesia in the pain area while running a closed loop program. An open loop program was created during this visit for the patient to trial.

Event description:
A patient¿s evoke spinal cord stimulator (scs) system was explanted as the patient was not responding to the stimulation being delivered by the scs and did not wish to be reprogrammed. At the 6 month follow up visit (post implantation), it was noted that the patient was not using the stimulator, program checks indicated that the patient was experiencing paresthesia in the pain area while running a closed loop program. An open loop program was created during this visit for the patient to trial.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.